Manufacturer narrative:
(B)(4). Four (4) verse di correction key setscrews [product code: 1997-21-000] were also returned to the chu for evaluation. Visual examination found three (3) of the internal hexlobe drive features of the correction key setscrews stripped. The observed damage notes that it is in the direction of tightening. As a result, it is suggested that the internal hexlobe drive features were likely subjected to unanticipated torsional forces during the tightening process, resulting in the internal hexlobe drive features of the correction key setscrews becoming stripped. However, it should be noted that one correction key setscrew indicated a portion of the threads becoming peeled off. Likely cause cannot be determined on how a portion of the threads became peeled off. It is possible that upon removal of the correction key unanticipated forces were placed on the threads resulting in a portion of the thread becoming peeled off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the verse di correction key setscrew threads becoming torn off cannot be positively determined. However, noted damage suggests that the correction key setscrew was likely not properly seated during insertion and inadvertently cross threading occurred causing the setscrew thread to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date (B)(6) 2016. During the surgery, when performing the final tightening of the innie of the expedium verse correction key (199721000 lot not visible, 4 units), the screwdriver was not able to perform the final tightening (make the click with the torque limiting handle). The screwdriver seemed to be loose. Four of these implants (correction key) needed to be changed and when visually inspected, the x25 connection in the innie was deformed, and so was the screwdriver tip. Also, a part of thread came out during the surgery (not sure from where) and the surgeon discarded it. The correction keys removed also have the innie blocked in the outer part (blue part). They do not go down or up. This might be the reason why the innie could not be tightened and too much force was applied that could have caused both the innie x25 and the screwdriver x25 deformation. But this is just guessing. The surgical technique was followed when performing the tightening the correction keys and either an alignment guide or a quick stick was used (to align the screwdriver with the innie) around 30-40 minutes delay was in the surgery due to these incidences. Four new more correction key implants needed to be used and the surgery was finalized with a lot of care for not deforming more the screwdrivers tip that would have caused more problems as we had only these 2 available during the surgery (according with standard set template). Both the implants and the screwdrivers are available for sending for investigation.